Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
I was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachy response (atr) events that could have been atrial flutter or far field from the ventricle. According to technical services (ts) there is no evidence of this cross talk on any presenting rhythms. They recommended programming blanking period from smart to 85 ms for atrial blank after right ventricular sensing. The crt-d remains in service. No adverse patient effects were reported.